Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent cervical artificial intervertebral disc replacement due to cervical spondylotic myelopathy and cervical spondylotic intervertebral disc herniation. The implant was placed at the optimum position. Post-op, immediately after the operation, the implant moved 1mm towards the anterior side three days after the operation and 2mm towards the anterior side one week after the operation, and 3.5 mm towards the anterior side ten days after the operation. But after that, the implant was stable at that position and there was no problem. There were no particular symptoms occurred to the patient during follow-up observation. It was confirmed there was no problem with the placed position in the presence of the vendor. There was no particular problem during the operation as well.